Manufacturer narrative:
(B)(4). Summary: the device was returned for evaluation with no damage in the external components. The provided device was activated manually. Fired 2 straps at once, two times and then it fired 10 straps. The instrument was disassembled; upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2018 and the absorbable straps were used. During the procedure, after firing two to three clips, the clips would not grab the mesh. Another like device was used to complete the procedure. There were no patient consequences reported.